Event description:
It was reported that the patient is experiencing recurrent right ventricular failure, however there have been attempts at closing the chest. Patient is also experiencing decrease left ventricular assist device flows, development of right bundle branch block(rbbb), and hypotension. Patient was returned to the operating room for emergent mediastinal exploration with placement of rvad centrimag. Centrimag was placed overnight on (B)(6) 2019 - (B)(6) 2019. Patient remains in the intensive care unit(ICU) with tracheostomy on continuous veno-venous hemofiltration(cvvh) and continues to be with bivad support. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and renal dysfunction could not be conclusively determined through this evaluation. The account reported that the patient remained open chested during their heartmate 3 implant on (B)(6) 2019 due to complications. The patient remained on inotropes during the event. The patient experienced recurrent right ventricular failure during attempts to close the chest following the lvad implantation. According to the account, the right ventricular failure was associated with low flow, hypotension, and a right bundle branch block. The patient returned to the operating room and a centrimag was placed overnight between (B)(6) 2019 and (B)(6) 2019. The patient remains in the ICU intubated and on continuous veno-venous hemofiltration. The account reported that the events were not believed to be device related. The patient remains ongoing on bi-vad support with no further issues reported. The heartmate 3 lvas IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While in the intensive care unit, the patient experienced low flow alarms and hypotensive at speed of 4800 rpms. The patient was taken back to the or due to concerns of right ventricular failure. The site noted moderate rv dysfunction and under went a placement of rvad. The patient was unable to be weaned off the centrimag device during the remainder of the admission. The site transferred on (B)(6) 2019 for transplant evaluation. The patient was upgraded due to non-dischargeable biventricular support. During admission the patient developed aki requiring cvvh, respiratory failure, myopathy. The family decided to take the patient off the transplant list and make cmo. On (B)(6) 2020, the patient expired. The patient death was determined to be due to a underlying condition. The device continued to work as expected and there were no reports of device malfunction or issues. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate 3 on (B)(6) 2019, and remained with chest opened. The details were unavailable if initially due to post-thoracotomy edema or rv failure. The patient remained on inotropes including milrinone, epi and veletri. On a unknown date the patient received a cmag device. The site stated with recovery for the patient was not ideal. No further information was reported.